Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 8.1 mmol/l (aviva system) and 16.4 mmol/l (advantage system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva system. Device will not be returned.